Event description:
It is reported, maxplus needle-free connector, while administering fluids using a needleless injection cap, we discovered that the injection cap¿s knob was malfunctioning, causing a fluid leak.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.